Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the proximal end of left anterior descending artery. A 3.50x28mm promus element drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of damage, stent struts in distal half of the stent were moved from crimped position. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the proximal end of left anterior descending artery. A 3.50x28mm promus element drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.